Event description:
Related manufacturer reference number: 2017865-2022-47607. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and r-wave amp variation. A fluoroscopy was performed, and it was discovered that the right ventricular and the right atrial lead were both dislodged. Repositioning was attempted on both leads however, was unsuccessful. Both leads were explanted and replaced. The patient was in stable condition and discharged.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.